Event description:
The complainant reported a patient in right ventricular failure was implanted with an impella rp device for mechanical circulatory support. The patient had a previous impella cp implanted and escalated to an impella 5.5 for increased support on (B)(6) 2022. The patient was then bridged to a durable left ventricular assist device on (B)(6) 2022. The patient was later found to be in right ventricular failure and the decision was made to place the impella rp. It was reported that during impella rp placement, there was an alarm for ¿flow calculation disabled¿ and failed a manual zero attempted. The insertion was aborted and a new impella rp was successfully placed. There was no patient harm reported.

Manufacturer narrative:
. The returned data logs indicate a raw placement signal (ps) of around 100 mmhg, and a displayed ps fluctuating around -200 mmhg and out of range. Since the raw ps appeared in range, the logs did not indicate any mechanical or electrical issues with the sensor voltage reading itself. Since the displayed ps was unreliable, it indicates a communication issue between the raw signal input and the readout from the epm. Thus, the root cause of the dp sensor failure is due to a communication issue. However, the exact communication issue cannot be pinpointed without the pump returned. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
D4: UDI information and expiration date was provided. H4: device manufacture date was provided.